Event description:
It was reported following deployment of an angio-seal device in 2004, the pt developed a hematoma. An angio roll was placed on the puncture site which did not resolve the hematoma. The physician confirmed a pseudoaneurysm and the pt was transferred to surgery for removal of the angio-seal device. The physician confirmed the side wall of the vessel had been punctured. The pt was reportedly recovering. It is unknown whether a preplacement angiogram was performed prior to deployment.